Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information: patient¿s gradient called back and reported that instead of damaged battery compartment, it was the battery cap that was damaged and it did not secured properly onto the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to an intermittent power issue. Reportedly, the patient¿s blood glucose (bg) reading was at 260 mg/dl with atypical thirst, drowsiness, and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the power issue started on (B)(6) 2014. Allegedly the battery compartment was cracked with no evidence of moisture inside the pump. No damage to the battery cap was noted. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged power issue related to a damaged battery compartment.